Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported to baxter (B)(4) a colleague infusion pump which failed the speaker test and then experienced failure code 550 during set-up, indicating that the device failed to audibly alarm. There was no patient involvement. The software version of this device is 7.01.00 which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition. The root cause was determined to be a disconnected p12 connector. The p12 connector was reconnected to repair the reported condition. A follow up report will be submitted if additional information becomes available.